Event description:
A customer contacted beckman coulter inc (bci) in regards to erroneous low vancomycin samples generated by synchron cx5 pro analyzer, which were questioned by the physician. Plasma samples were redrawn and retested. The results of the rerun were the same as the initial sample. The redrawn samples were rerun in a reference lab and higher results were obtained. Newly redrawn samples from the patients were rerun several days later and yielded results within the normal reference range. The erroneous results were reported out of the laboratory and one patient's treatment was impacted based on the erroneous results.

Manufacturer narrative:
The samples were plasma. Qc pre and post the event was within lab established ranges. The reagent was replaced and the system recalibrated. Service was not requested. A clear root cause has not been identified for this event.